Event description:
During a hysterectomy procedure, the instrument did not staple. The staples did not come out of the instrument. Minor bleeding occurred. The surgeon sutured to complete the procedure without pt injury.

Manufacturer narrative:
8/20/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.